Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 336 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-441ag, mmt-1884, mmt-7040ma, mmt-342 . Troubleshooting was partially performed. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-441ag. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis. No product return is required for mmt-7040ma. No product return is required for mmt-342 .

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap having corroded battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software and successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. However, no relevant alarms were noted in adapt to confirm the reason code. To assure proper device functionality, the following tests were performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, and displacement accuracy test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. However, moisture damage was found on motor force sensor flex connector gold traces and on the force sensor connector on pcb1. Due to moisture damage, isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, missing display window/cover, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm customer allegations of high bgs. However, unit was received with original battery cap having corroded battery cap contacts. Additionally, moisture damage was found on motor force sensor flex connector gold traces and the force sensor connector on pcb1. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.